Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. It was reported that the peritonitis may have been due to recurrent infection, however, the exact cause remains unknown. Treatment was not reported. Nine days after being hospitalized, the patient was discharged. At the time of this report, the patient was recovering from the event. No additional information is available.